Manufacturer narrative:
Correction to h6 based on additional information. Per the instructions for use (IFU), tricuspid valve regurgitation is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure and is most likely to occur with venous transfemoral approaches for pulmonic valve replacement. There are multiple patient and procedural factors that alone or in combination can cause or contribute to tricuspid regurgitation, including improper chordae tendineae entrapment during advancement of the guidewire, bav catheter, movement of the delivery system, multiple attempts to advance through the anatomy, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the native valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (advancing the valve and commander delivery system across the tricuspid and pulmonary anatomy without a sheath) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards united kingdom affiliate, during a transfemoral tpvr procedure with a 29mm sapien 3 valve, while positioning the non-edwards sheath, the sheath became kinked due to anatomical complexities. Upon insertion of the commander delivery system and valve, the sheath retracted, and was unable to be positioned across the pulmonary landing zone. Therefore, the valve and commander delivery system was advanced across the tricuspid and pulmonary anatomy 'sheathless'. The valve was positioned in the main pulmonary artery successfully, and angiography showed a well functioning valve with no pulmonary regurgitation. The following day, tte showed severe tricuspid regurgitation, and mild pulmonary central regurgitation. The tte quality was reported to be too poor to show the leaflet function, but it was thought that it was related to the tricuspid injury during insertion of the valve, delivery system, and esheath. It is unknown if the tricuspid injury was caused by any edwards devices, or the non-edwards sheath, as at separate times, both were advanced across the tricuspid valve. Approximately 4 months post implant, the patient returned for tte, which displayed moderate valvular pulmonary regurgitation. It was believed that patient was symptomatic but unclear on the specific nature. The patient is being reviewed for potential surgery to repair the tricuspid valve and surgical pulmonary valve repair.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Additional information added to d4 and h4 based on additional information received.